Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and coma. This is 2 of 2 allegations of inaccuracies. The patient reported 2 instances in which each event had similar details but occurred on different event dates. Please see related record (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. Date of event is an approximation. This is 2 of 2 allegations of inaccuracies. The patient reported 2 instances in which each event had similar details but occurred on different event dates. The patient experienced inaccurate cgm values which occurred an unknown day after the sensor had been inserted in the arm. The patient reported that over the past four months, his cgm readings had been drifting by 20 to 24 points daily, usually showing lower glucose levels compared to the bg readings. Despite his efforts to recalibrate the device daily, the issue persisted. The patient expressed his frustration, stating that he had been hospitalized twice due to hypoglycemia. This is one of the reports in which the event resulted in a diabetic coma and a nine-day hospital stay. There was no treatment documented. He emphasized the critical need for an accurate receiver, as the current device's inaccuracy of 20 points was too risky for him to manage his condition effectively. Due diligence attempts to contact the reporter for more information were attempted but not successful. No data was provided for evaluation. The allegation and the probable cause could not be determined. It has been reported that there was a difference in readings of 20 to 24 points. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.